Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a system controller exchange for emergency backup battery (ebb) faults that did not resolve with self-test and ebb exchanges. Log files were submitted for review. The event log file confirmed the reported backup battery faults starting on (B)(6) 2025 at 03:42. The ebb fault appeared to be due to the ebb failing the load test. The driveline was disconnected at 16:20 for the system controller exchange. Ther were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of emergency backup battery (ebb) faults was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025 from 03:42:45 ¿ 13:11:17, 15:17:35 ¿ 15:43:08, and 15:44:01 ¿ 16:36:55, strings of backup battery fault alarms activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarm did not resolve before the driveline was disconnected at 16:36:27 and the system controller was shutdown at 16:36:55. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. It was reported that the alarms did not resolve with self-tests or ebb replacements. Provided information stated that exchanging the system controller resolved the alarms and no product was returning to abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A), section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch (rev. D), section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The backup battery faults resolved after the system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.